Manufacturer narrative:
One device was received in used condition, without its original packaging, contaminated and inside plastic bag. The device was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. A cut was detected in the tubing that joins to the luer cavity. The device was connected to a syringe to inject water through the whole product until the catheter extreme as intended. Leaks were detected in the tubing that joins to the luer cavity confirming the complaint. The root cause was the tubbing was incorrectly handled during the use of the device since no leaks were reported in the process and no blades or sharp objects that could cause this type of cut are used during the manufacturing of the product. A device history record (DHR) review could not be performed as the lot number was unknown. No actions taken since the failure was not associated to manufacturing process.

Event description:
Additional information received: patient information has been updated with their respective fields. There was a hole noted in gripper micro tubing. Open fluid pathway increases risk for central line associated blood stream infections.

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an rn was called to bedside due to patient's medial port tubing leaking. Tpn infusing through medial line at the time. The patient's line was clamped and tpn stopped. Rn tried to flush and heparinize line however fluid sprayed out of the side where tubing noted to be cracked. Patient's port was de-accessed. A slit in tubing noted where the tubing meets the bond.